Event description:
It was reported that during total knee arthroplasty procedure in 2006, the tibial bearing would not snap into the tibial tray correctly. Implant was removed and another one used to complete the procedure.

Manufacturer narrative:
There have been no trends identified related to this type of event. Other, eval of returned device found dimensional nonconformance. In response to recent FDA audit, retrospective review was performed, event was reassessed and determined to meet reporting requirements as device malfunction. Corrective and preventive actions have been initiated.